Event description:
The pt was revised due to tibial loosening and subsidence at the cement/bone interface. The manufacturer of the cement used in the primary surgery was unk. Poly wear of the tibial insert was noted during revision surgery.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not drawn any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be rec'd, the investigation will be re-opened.